Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that patient felt like she had to go to bathroom all the time. When she was in hospital, she was off and on the bed pan every 5-10 minutes. She was in hospital not related to device; it was for migraines and blood pressure. She experienced pain in right pelvic and down right side of leg. Additional information received from the patient indicated that the pain in the pelvis and down the right leg and increased frequency were due to the machine being too high and a wrong program. The issue was resolved by turning off the machine for ten hours, turning it back on, and using a different program.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.